Manufacturer narrative:
Add'l info will be provided once investigation is completed.

Event description:
It was reported that the insufflator was used and during the surgery, the item apparently failed to insufflate. Allegedly, the pt began to bleed which necessitated that a laparotomy had to be performed. This item was returned to the technical dept of inspection. The technician reported that no error could be found, but sent the item to MFR for further investigation.